Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump, resulting in the cartridge falling off. The customer's blood glucose level was over 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.